Event description:
The pt called lifescan and alleged the surestep original meter continued to show the battery icon after battery replacement. The customer care rep when troubleshooting verified this. The pt also stated at times the display disappears during use and the meter loses some of its memory. It is not reported that this was verified through troubleshooting. The control solution was expired so a test could not be done. The pt did not seek medical advice or report symptoms of or treatment for high or low blood glucose. The pt also reported readings of 8.3 mmol/l and 6 mmol/l taken within 10 minutes. This would not meet the lifescan criteria for precision. There is indication the meter malfunctioned, due to the battery icon staying on the display. Possible memory loss and precision. The meter was replaced and return expected.